Event description:
Edwards received notification from mexico that an 80-year-old patient with a magna valve implanted in the mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of approximately six (6) years due to incomplete coaptation of the leaflets leading to moderate central regurgitation and stenosis (mean/peak gradient of 7/18mmhg).

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional/corrected information: b2, b5 h6 (device impact code, device code, investigation finding, investigation conclusion). H11 additional manufacturer narrative: calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The root cause could not be stablish at this time, however patient conditions may play a role in calcification processes.

Event description:
Edwards received notification from mexico that an 80-year-old patient with a magna valve implanted in the mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of approximately six (6) years due to calcification leading to incomplete coaptation of the leaflets and moderate central regurgitation and stenosis (mean/peak gradient of /18mmhg). Per response received, and intervention was not yet scheduled, but deemed required. The patient was noted as to be discharged under medication and follow-up.